Event description:
During colonoscopy, physician removed a polyp and attempted to place a clip to prevent bleeding. Physician inserted clip down the biopsy channel, but the clip wouldn't open when it was down the scope. Physician pulled the clip out of the scope and clip still would not open. Another clip (same lot number) inserted without difficulty. Manufacturer response for endoscopic clip, hemothasis clip (per site reporter): customer relations representative notified of equipment failure. Shipping label obtained to return product.